Event description:
--

Manufacturer narrative:
--

Event description:
Boston scientific received information that during a routine device replacement procedure, this implantable cardioverter defibrillator (ICD) was disconnected from the existing leads. Upon extraction of the device, the physician gripped the metal portion of the device for and noted that the header of the device began to pivot. A header issue was suspected as this device has a history of noise and high thresholds. The decision was made to implant a new lead and device. The lead was surgically abandoned while the device was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The abandoned lead was not returned to boston scientific. Upon receipt of the device a final report will be sent after information is received from laboratory analysis to confirm or determine the root cause of this event.

Event description:
--

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. Although evidence indicates external stress may have been a factor in the header becoming loose, the cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust. The enhancements have decreased reports of this type.